Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, spi bus failure. The spi bus is an internal communication link between the cpu and the gds. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. No patient harm reported

Manufacturer narrative:
The customer¿s biomedical engineer confirmed the reported problem. Upon further investigation it was found that during a patient transport the customer was routinely placing items on top of the ventilator and when it was rolled over a threshold the weight on top of the vent would damage the cable. The da cable was replaced and the device performed within specifications. The device was in use when the error code 1006 occurred but there was no reported patient harm. Patient information was declined.